Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the submitted images; however, the location of the depositions could not be conclusively determined through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. A direct correlation between the depositions observed in the submitted images and the reported events could not be conclusively established. The account submitted 3 images for review. The first image captured the explanted pump during the patient¿s pump exchange surgery in the operating room; however, an obstruction within the inflow cannula was unable to be seen from this image. The second photo captured what appeared to be, a deposition of coagulated blood. The location of this deposition was not specified by the account and could not be determined based on the submitted image. The third photo captured a tissue-like deposition which was reported to be located within the rotor of the pump. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the lvad event and periodic log files retrieved from (B)(6), revealed low flow values beginning on (B)(6) 2021, ranging from 0.0-2.4 lpm. These events appeared consistent with the reported events and the events captured in the submitted log files. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021. The patient underwent an exchange because of a thrombus on the inflow side. The patient had a pump exchange again on (B)(6) 2021 due to thrombus on the inflow side. The reason for the repeat the thrombus formation was unknown, but abnormal clotting was assumed. After the pump was exchanged, and shortly after the pump was stopped, the connected system controller showed a controller internal fault- replace controller. Log files showed that both fuses in the system controller were broken, which may have indicated an inappropriate stop of the running pump, e.g. By cutting through the driveline during the device replacement. The controller was exchanged. Related MFR #2916596-2021-03502 for the first pump exchanged and MFR #2916596-2021-04011 for the system controller.